Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s screen cracked and became unresponsive, which prevented a meal announcement and affected blood glucose management, with a reported peak of 216 mg/dl and hyperglycemia lasting about an hour. Symptoms included transient hyperglycemia without reports of dizziness, loss of consciousness, diabetic ketoacidosis, or other acute complications. Outcomes included no use of backup therapy, no ketone testing, and no need for medical intervention or assistance. Investigation included a review of device function and return logistics to enable device evaluation. Investigation of this device revealed a damaged display/touch interface consistent with physical damage to the screen assembly, resulting in loss of user input functionality and inability to complete normal therapy interactions. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to device component failure of the display/touch module.